Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020 as mentioned by the patient. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: clik anchor, upn: (B)(4), model: sc-4316, batch: 25603884.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted ipg and leads will not be returned.